Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the patient was passing out and had heart rates of 40 beats per minute. The atrial was oversensing the r waves and had perforated the atrium. Tricuspid valve adhesion was noted. The patient previously had a tricuspid valve replacement but the valve was in very bad condition and had been damaged by the right ventricular (rv) lead. The tricuspid valve was replaced and both leads were explanted and replaced with epicardial leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2002. (B)(4).